Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 6 months after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type ii, bone graft was executed, fenestration occurred during surgery and immediate load and immediate implant procedures were performed.